Manufacturer narrative:
A sample is expected, but has not yet been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported leakage from the sleeve during surgery. The surgeon indicated that the same issue has occurred with the same product lot number, but the events were not previously reported. There was no patient harm. Additional information has been requested.